Event description:
Additional information was received that the lead was explanted and replaced, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain in the shoulder. X-ray imaging confirmed that the patient's cervical lead had migrated. In turn, surgical intervention may occur to address the issue.